Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01679.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Per report from CT (computed tomography) dated (B)(6) 2017: "the inferior vena cava has its distal most tip 2.3 cm cranial to the right renal hilum and at the level of the left renal vein entry into the ivc. There is no evidence of strut fracture. There is clearly evidence of perforation of the distal portions of the filter struts circumferentially to the right. A strut extends 6 mm beyond the wall of the ivc margin. Anteriorly a strut extends 6.4 mm beyond the wall. Posteriorly, a strut extends 2.8 mm beyond the wall and on the left, there are at least 4 struts which extend 1 to 2 mm beyond the wall of the ivc. Please note that more exact millimeter readings would be possible in the presence of intravenous contrast."